Event description:
It was reported that a patient with an implantable neurostimulator experienced a fall on october 20th, resulting in an ambulance transport. A week following the fall, the patient began experiencing pain in the area where they typically felt pain in the absence of stimulation. Additionally, the patient reported that the controller battery was not functioning, and a "settings not available" message appeared on the controller. Despite attempts to change groups and adjust therapy, the message persisted, indicating a therapy issue with the implantable neurostimulator that remained unresolved. The patient was advised to consult their healthcare provider for further assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient saw their doctor and representative on november 20th and their rep resentative was able to get the stimulator coverage but did find issues with the leads. However, since then the patient had to charge every day, was depleting faster, and they get the same message if they wanted to increase the setting. The patient noted the left side had stopped working and they weren't getting coverage. The cause of the event was the fall, the patient stated the device was working fine until the fall.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.